Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient suffers from pain. Update 2/1/2017 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, dislocation, loose/malpositioned cup, metallosis, and malpositioned srom stem (65-70 degrees anteversion). The acetabular screw was also noted to be broken. A correct doi and dor were provided. Part/lot is being updated for the liner and head. The cup, screw, and stem are being added to the complaint. The complaint was updated on: 2/10/2017.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. UDI:(B)(4).

Event description:
Ppf alleges metal wear and elevated metal ions before first revision. Updated patient's name and patient harm. Added revision hospital, revision surgeon, lawyer in the associated contact and law firm in the facility name.